Event description:
It was reported that the on/off button on the shaver handpiece was not working properly. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for investigation. The customer's reported problem that the on/off button was not working properly was confirmed. The handpiece was tested and found to activate on its own. A design change has been implemented for this failure mode. There have been no reported injuries associated with this failure mode. This failure mode will continue to be monitored.